Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian vein. A 8.0 x 40 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another 8.0 x 40 75cm mustang balloon catheter. No patient complications were reported and the patient's status was stable.